Event description:
Additional information received noted that the patient was doing well.

Event description:
It was reported that during an implant procedure a lead exhibited high impedance readings on the third contact. A second neurostimulator was tried with the same results. The lead was switched out and the issue resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389s-40, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown.